Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient returned to theatre for a revision right hip surgery for the replacement of a delta ceramic head and pinnacle ceramic liner which was cracked, with a polyethylene liner and delta revision ceramic head. The ceramic liner was damaged at the rim. It looked like the liner had splintered, and a small piece from the rim was loose in the joint. The surgeon removed all visible evidence of the liner. The patient had presented to the emergency department with right hip pain following a twisting injury sustained four days prior. The patient reported ¿ongoing mild pain¿ but was weightbearing. An x ray was taken at this time. Continued care of the patient until such time as the patient returned for hip revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient ID (B)(6) returned to theatre for a revision hip surgery for the replacement of a delta ceramic head and pinnacle ceramic liner which was ¿cracked¿, with a polyethylene liner and delta revision ceramic head. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the ea delta cer insert 36idx54od shows signs of fracture, not all fracture fragments were returned for evaluation. The ceramic liner cannot be completely reconstructed. There are fragments missing which could potentially yield further information if they were available, therefore, the analysis of the fragments an the fracture surfaces remains technically incomplete. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and the on the fracture surfaces of the liner. This kind of secondary transfer is typically caused by chafing between metal parts and the fragments of the ceramic liner, either after the primary fracture event or during surgical procedures. Thus, it does not provide any information about the cause of the fracture. In case of symmetrical and therefore correct taper fit between the ceramic liner and the metal cup, metal transfer patterns are expected over the whole circumference in the taper top and the taper center of the liner. Such metal transfer patterns cannot be found on the remnants of the provided liner. This indicates insufficient or misaligned fixation of the liner in the metal cup. Additionally, intensive metal transfer can be located on transition on the tapper bottom and the back track and at the distal taper end in a slopping course. This metal transfer indicates a misaligned position of the liner in the metal cup. However, it cannot be finally determined whether this metal transfer occurred prior or after the primary fracture event. The fragments mist likely chafed against each other in the period between the primary fracture event and the delivery of the fragments to the supplier. Due to this mechanism, secondary chip-offs occured on the fracture surfaces. Therefore, further information was likely lost which may have benn helpful in the failure analysis. Due to that fact and due to missing fragments, the primary fracture surface and the fracture origin cannot be identified. On the outer surface of the fragments of the femoral head and on the inner sphere of the liner, areas which increased wear can be found. However, it cannot be determined whether these areas were generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third body-wear after the primary fracture event. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 7895306 and no non-conformances or manufacturing irregularities were identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx54od may have been caused by a misalignment during the process of positioning the liner into the metal cup. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 7895306 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 7895306 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.